Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing associated with pacing inhibition for an unknown duration. A lead issue was suspected. A revision procedure was scheduled to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead exhibited noise and oversensing that caused inhibition lasting greater than two consecutive seconds. A revision procedure was performed. The lead was surgically capped and abandoned. No additional adverse patient effects were reported.